Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra d4:,model #: mc1vr01-delsys/ expiration date: 28-feb-2022/ serial#: mcr698795s UDI #: (B)(4), d10: no dev rtn to MFR? No h4: ,mfg date: 21-sep-2020 h5: yes h6: FDA ime codes: e2403 h6: device code(s): c63318; c62961 h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA imf code(s): f26 h6: FDA conclusion code(s): 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that resistance was experienced on the tether when retract the ipg. The resistance disappeared and severance of the tether was confirmed.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: dev rtn to MFR? Yes, h6: FDA method code(s): b01, h6: FDA results code(s): c07, c0706, h6: FDA conclusion code(s): d15. Product event summary: the partial delivery system was returned without the device, tether, and tether pin. The lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the articulation test could not be performed because a full delivery system was not received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) delivery system recapture cone could not reach the leadless implantable pulse generator (ipg). During manipulation the tines came off the ipg. The ipg was successfully recaptured. The ipg was attempted not used. No patient complications have been reported as a result of this event.